Event description:
Had surgery on (B)(6) 2011 for urinary incontinence. I asked for my gyn not to use bladder mesh. I was told by my gyn I would only have urinary tract sling implanted and left ovary removal due to cysts. Less than one year after surgery, I began to have pain during intercourse. I went to same gyn and was told I had some erosion. Gyn clipped erosion as close to my vaginal wall as he claimed he could and said erosion was normal after procedure. I am now in constant chronic pain that never goes away. Painful urination, pressure. And sexual intercourse is impossible. I still have erosion from urinary tract sling and vaginal mesh. Having to go to pain management due to pain. Still going from doctor to doctor with no solutions. This has been since around (B)(6) 2012. I had no knowledge of implanting bladder mesh. My life is undescribable. Constant pain.